Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit passed, self-test. Sleep current measurement within specifications. No unexpected heating device anomaly noted. However, unit received with high active current measurement, due to moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. The history was download successfully using thus software. The power management tool confirmed, the unloaded voltage (ul lith) and loaded voltage (loaded lith) was out of spec range. Detailed trace analysis confirm, power loss alarm was triggered. Backup battery unloaded or loaded voltage (ul lith) did drop below 3.5v for consecutive 240 minutes on 08/14/2024, 02:01:00:000 pm, due to moisture damage at electronics assembly. Unit received, with fading serial number label and cracked case at battery tube side. The unit p-cap test reservoir locks in place properly. Unit was confirmed, power loss alarm, due to moisture damage on electronics assembly. However, unit was not confirmed, for overheating device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced device heating up. The customer reported, no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. Customer reported, issue with battery and pump overheat. No harm requiring medical intervention was reported. Mmt-1712k was requested. And the device was returned.